Event description:
Under special circumstances, the mains input wiring of the medical power supply inside the rack (outside the or) of the brainlab vectorvision sky and/or brainsuite net could be unintentionally touched by the user. If this occurs with the medical power supply connected to main power, this can potentially lead to an electrical shock. The medical power supply is located inside a rack with glass doors outside the or. Inside that rack, the medical power supply is located behind cover plates. The potential risk from lab's investigation was concluded in 2008. There has been no event, patient or user injury reported by any hospital. However a risk to user health could not be excluded.

Manufacturer narrative:
There has been no event, accordingly no patient or user injury reported. However a risk to user health could not be excluded. Summary of evaluation: this potential problem was detected by brainlab internally by evaluation of the device design. Corrective and preventive action: product notification - existing vectorvision sky and/or brainsuite net customers will receive a product notification information. All vectorvision sky and/or brainsuite net customers will be visited to implement a hardware update in order to increase the standard of electrical safety.